Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by the presence of abdominal pain and cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to the patient failing to properly cleanse his hands prior to initiation and termination of treatment. Per the pdrn, the events are unrelated to the utilization of any fresenius device(s) or product(s). In the absence of microbiological evidence, the diagnosis of peritonitis can be made by identifying clinical symptoms consistent with peritonitis and cytological analysis. Based on the information available, there is no allegation or objective evidence a fresenius product(s) or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler and liberty cycler set can be disassociated from the events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room (ER) with abdominal pain and cloudy effluent fluid. A peritoneal effluent fluid culture and white blood cell count (wbc) and polymorph % elevated, (result not provided) were obtained, and the patient was admitted and diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days. The patient continued to undergo ccpd while hospitalized, and following discharge on (B)(6) 2020, resumed utilizing the same liberty select cycler as before the events. On (B)(6) 2020, the patient¿s peritoneal effluent fluid cultures collected on (B)(6) 2020 returned negative for growth. The pdrn reported the patient recovered from the events and continues to perform ccpd without issue. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). The pdrn attributed causality to the patient improperly disinfecting his hands prior to initiation and completion of treatment. The patient was provided education regarding proper aseptic technique. Additional information (e.g. Discharge summary, medication list, past medical history, microbiology reports) was requested, however the request was declined.